Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4). The device was returned, analyzed and analysis of the device found a high current drain condition. Electrical analysis revealed the cause of the high current drain was current leakage in the battery ceramic capacitors. (B)(4).

Event description:
It was reported that the device had a questionable performance with a 4 year longevity. The device was explanted and replaced. No patient complications have been reported as a result of this event.